Manufacturer narrative:
Date of report: 04aug2021.

Event description:
The customer wanted a price offer (spare part price request) for a defected touchscreen. Based upon the information provided, the device was in clinical use providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. The field support engineer (fse) confirmed the touchscreen did not properly work by the video (public attachment) provided by biomed staff of hospital. The fse prepared and submitted quote to replace the touchscreen. The customer did not approve the service. The customer declined the submitted quote to replace the touchscreen. This unit was not repaired by philips. If additional information is received at a later date, this complaint will be re-opened and re-evaluated accordingly.

Manufacturer narrative:
B4: 04aug2021.